Event description:
It was reported that on (B)(6) 2023 a patient presented with degenerative mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted and the mr was reduced. On the 30 day and 12 month follow-up, the clip was stable on both leaflets. On (B)(6) 2024, the patient returned with recurrent grade 4 dmr, a single leaflet device attachment (slda), and a pre-existing chordal rupture caused by the slda. The patient was symptomatic with heart failure and the posterior leaflet was detached. On (B)(6) 2024, a second clip procedure was performed. An xtw was placed lateral to the slda clip. There was still residual mr, so an xt was attempted more lateral. After a successful grasp the clip was closed and there was a perforation noted in the posterior leaflet. The clip was removed and the procedure was discontinued. The perforation caused by the xt was attributed to the degenerative disease that also caused the original slda. The mr was reduced to grade 3+. The patient will be discharged home with a referral to a surgery consult.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda issue appears to be related to patient condition due to degenerative disease. The recurrent mr, tissue injury, and subsequent heart failure appear to be related to the slda. Mr, tissue injury, and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical interventions were results of case specific circumstances as the patient returned to the hospital and another clip procedure was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.